Event description:
The device was explanted on an unknown date because of a magnet dislocation. There are no plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted october 29, 2019. - attachment: [147006 device analysis report reg.pdf].